Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 5104227 for this event. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the 2nd port (closest to the patient) of a clearlink system continu-flo solution set was leaking. This issue occurred during patient infusion of pembrolizumab. There was no patient injury or medical intervention associated with this event. No additional information is available.